Manufacturer narrative:
This report is submitted on march 9, 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2018 secondary to an infection that was successfully treated with IV antibiotics. The patient was reimplanted with a new device during the same surgery.